Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 385, 310, 314 and 528mg/dl. The customer's expected fasting blood glucose test result range is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is concerned that he is getting erratic result when he performed the back to back blood test. He says that he took them 10 minutes apart. He takes his blood test fasting. He is not having any symptoms regarding diabetes now or before. He keeps the products in the bathroom and was advised of the proper storage. The customer also is concerned with the 2 results in the 300's since he was fasting.